Manufacturer narrative:
This is a follow-up report to a medwatch submitted under manufacture report number 9617229-2019-03836. The previously reported event of "recurrent seromas" was for a different patient and will be unreported. It was previously reported that the device was explanted in error. The device, in fact, remains implanted. A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. The reason(s) for reoperation is/are: textured exchange due to concerns with the device and "capsular contracture" baker grade unknown. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
Patient reported right side "implant doesn't seem to fall and stay fallen" and textured exchange due to concerns with the device. Patient further reported "the problem of the device placement was ... A capsular contracture" baker grade unknown. The previously reported event of "recurrent seromas" was for a different patient and will be unreported. The patient reported treatment as the "capsule was fixed" during the second surgery, and the same implants were kept. It was previously reported that the device was explanted in error. The device, in fact, remains implanted.